Event description:
It was reported the lead was capped and replaced due to oversensing of noise and high, unstable impedances. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The data revealed the impedance trends generally steady. The lifetime ventricular sensing integrity counter is 2581 and all counts occurred since 6 mar 2010. A high value of this count can indicate a possible intermittency in the system.